Manufacturer narrative:
Device evaluation: the meter has been returned to animas and evaluated on 12/1/2014 with the following findings: the meter powered up normally and was paired successfully with a test pump. No errors occurred during testing. An error 1 error sub code 17: initializing rf failed was observed in the meter download. The complaint was verified in the meter download but could not be duplicated during the investigation.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the meter was experiencing error 1 messages. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.